Event description:
Hcp stated pump revised in 2002, connected pump to catheter and inadvertently pushed drug through the already filled catheter. Patient was treated for baclofen overdose--hypotonia--and patient recovered. The catheter was disconnected due to broken connector and infection was noted in pump pocket. The pump was explanted 5 weeks later due to infection. The patient was given IV antibiotics and recovered with oral baclofen and valium for spasticity.